Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem regarding "pump reprogrammed itself" issue could not be duplicated. There was no evidence in the log of any spontaneous reprogramming being done. The log recorded actual firmware download in july, when the pump had been repaired for a priming error. Examination of the log showed that a protocol library had been downloaded that the person reporting the issue did not know about. It was noted that the user did not know any reprogramming that had been done. Service will perform a standard preventive maintenance. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump experienced self-reprogramming. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.